Event description:
It was reported by svc report that the bed exit is not alarming and shows a weight error. No pt involvement or adverse consequences are reported. No injury reported.

Manufacturer narrative:
Result description: bed exit alarm.